Manufacturer narrative:
(B)(4). Device has not yet been returned to manufacture: implant still implanted. Some x-rays documenting the event were received.

Event description:
It was reported that unknown implant fractured at the neck. The patient came to the clinician a few years ago having had multiple dental implants placed in (B)(6) several years prior to that. He had a full arch upper bridge which he had repeated problems with. He is a bruits. Doctor used (ambridge ceramics in ripon) and decided to break it down into smaller bridges so that if problems recurred they would only have to deal with a smaller area and the patient would not be left without any upper teeth, which had happened a number of times previously. Implant remained in patient´s mouth as patient is older and not in the best of health. Doctor does not have information about item number of the implant.

Manufacturer narrative:
No product was returned for inspection. The returned x-rays show the reported device, and confirmed that the implant was fractured at the collar. No device lot number was provided so a device history record review and a complaint history review could not be performed. The complaint is confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.